Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. In this case, it was reported that the stent delivery system (sds) interacted with the edge of the guiding catheter during advancement, resulting in material deformation. Material deformation would impact the wires maneuverability through the catheter, contributing to the difficulty encountered during advancement. Additionally, it was reported that interaction with catheter contributed to the reported stent dislodgement. The dislodged stent was successfully removed from the anatomy as a single unit with the sds. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery (mrca) with moderate calcification and more tortuosity. The 3.5x28mm xience skypoint stent delivery system (sds) was being advanced repeatedly being pushed and pulled around the guide catheter when the stent became deformed due to interaction with the edge of the guide catheter. The stent dislodged and the physician approached from the femoral artery using the same sds retrieving the stent. The stent was removed as a single unit with the sds. Another 3.5x28mm non-abbott stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.